Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) fault alarms. Additionally, an analysis of the submitted photograph confirmed damage to the pump cable; however, a specific cause for this damage could not be conclusively determined through this evaluation. The account submitted one photograph for review. This photograph showed a portion of the inline connector bend relief, and a portion of the patient¿s pump cable directly adjacent to the inline connector bend relief both covered in tape. There appeared to be a noticeable bend in the patient¿s pump cable directly adjacent to the inline connector bend relief. The extent of the damage could not be determined since the pump cable was wrapped in tape in the submitted photograph. A specific cause for the observed damage could not be conclusively determined through this evaluation. The submitted log files confirmed an active lvad fault alarm. The alarm was due to an elevation in current of one of the lvad drive phases, which started at 16:16 on 16nov2023 and remained active through the end of the log files on 30nov2023. The elevated drive current caused significant fluctuations in the estimated flow calculation. The elevations in drive current did not appear to be a true indication of increased current draw because the current monitor, overall pump power, lvad temperature, and rotor parameters were not affected and remained at baseline. The account reported that the lvad fault alarms resolved after a power cycle, and the flows returned to normal parameters. The pump appeared to operate as intended at the fixed speed for the duration of the files. The cause of the increased drive current value could not be conclusively determined. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 of the IFU and section 5 of the patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. The emergency backup battery (ebb) was exchanged. The patient now had left ventricular assist device (lvad) fault alarms. The pump flow was fluctuating wildly. The patient had a pronounced bend in the driveline. The pump was powered down and back up to attempt and resolve the issue. Log files captured lvad internal faults and backup battery fault alarms. The lvad fault alarms resolved after the power cycle, and flows returned back to normal parameters.